Event description:
It was reported that the patient presented for a generator replacement. Prior to the procedure, upon interrogation, it was noted that the right atrial lead (ra) exhibited noise oversensing. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.